Event description:
Sub-q break & embo. The tip of the catheter broke off and embolized to the patient's lung, where it remains. This embolization was detected during a routine x-ray. There was no pain or discomfort from the pt.

Event description:
The tip of the catheter broke off and embolized to the patient's lung, where it remains. This embolization was detected during a routine x-ray. There was no pain or discomfort from the pt.